Manufacturer narrative:
Evaluation results: collar wash. Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that calibration on the drug screen was failing back to back on the unicel dxc 800 synchron system. Customer reported that there were discolored fluid drips on the reagent carousel drip tray. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the root cause was the collar wash. The fse found the 100 ul cartridge chemistry (cc) sample syringe was discolored and carryover was seen from the probe b collar wash. The fse found a "bad spray pattern" in the sample mixer wash station. The fse replaced the 100 ul syringe, the mixer wash insert assembly, and the collar wash vertical mounting. The fse performed precision verification test and checked quality control and did not notice any problems. The fse verified the repair was performed per established procedures.